Event description:
It was reported an alert for high out of range lead impedance was observed via merlin.net transmission. The out of range measurement was not reproducible. The patient will be monitored. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.